Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 the rb9221 adson bipolar forceps was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. Definitive root cause cannot be determined. The issue of patient burn may be the result of accidental contact with the electrical end of the forceps tips. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an ent procedure, the adson bipolar forceps (rb9221) allowed current to flow all the way to the tip causing a slight superficial burn inside the patient's nose. Antibiotic cream was applied to the patient's burned nose and no further issues were reported.

Manufacturer narrative:
The adson bipolar forceps (rb9221) was returned for evaluation: failure analysis: the forceps were received in used condition with no visible defect. The forceps functioned as intended and no damage was identified during insulation testing. Root cause analysis: the issue of burning the patient's nose may have been the result of unintentional activation or accidental contact. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.